Manufacturer narrative:
D4 and h4 the material#, lot#, UDI, expiration date, and manufacture date are unknown. 510k was selected based on device type. E1 phone number and email were not provided. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding an unspecified IV tubing that experienced cracking and leakage. The report states that "ER patient sent to ccu with tubing attached, running paused. Once restarted, the product began leaking through a crack." The status of the product at the time of the event was during use on the patient. The event date was on 19-may-2025. Blood was leaking at the time of event. There was patient involvement and no adverse event.

Manufacturer narrative:
Investigation summary the reported complaint of leaks was confirmed on the used set and not confirmed on the unused and the new sets returned. Used sample: during visual inspection, one end of the transpac is bent making an angle. No cracks or crazing were observed. When the returned set was primed and pressure leak tested, a leak was observed from the transpac area where it is bent making an angle. This constituted to a leak from the transpac. The probable cause of the male luer of the transpac making an angle to the 3 way stopcock had occurred due to unintentional excessive twisting force during use. Open and unused: no visual anomalies were observed on the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed on both the returned sets. New sets: no visual anomalies were observed on the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed on both the returned sets. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.